Manufacturer narrative:
The act and esc button on the insulin pump had no button response due to corroded keypad traces. Battery out of limit alarm was not verified due to the keypad anomaly. The device had moisture damage was found on electronic and motor assembly. It also had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, she was sitting by the pool and she realized the device hadn't alerted for a while when she looked down it had a failed battery test alarm displayed. Customer attempted to clear the alarm but act and esc buttons weren't responding. She didn't know her blood glucose but knew it was high due unspecified reason. Troubleshooting for the alarm was not possible due to the keypad anomaly. She stated the device might have been splashed on when she went into the pool thought the device was near her neck and not under the water. Also was exposed to her wet bathing suit. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.